Event description:
The customer reported using her coaguchek xs meter (serial number (B)(4)) and obtaining a result of >8.0 inr at 9:30 am and a result of 5.3 inr at 9:33 am. The customer used a new finger for each test. She said her doctor told her to hold her coumadin for three days due to the high results. She stated she is not taking any heparin or direct thrombin inhibitors. She does not have any antiphospholipid antibodies. She has not had any diet changes and is not taking any new medications. The customer's therapeutic range is 2-3 inr. When asked what her current condition is she replied that she was tired and cold and her legs felt leg rubber on the day of the reported results. There was no further information provided regarding her condition. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent.

Manufacturer narrative:
A specific root cause for the event could not be determined. The strips were not returned for investigation. The returned meter & reference meter was tested with the current masterlot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification. The relevant retention test strips (lot 20619621) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The strips were not returned.